Manufacturer narrative:
The device was received for evaluation. The reported problem was confirmed. While the reported event was confirmed, the exact root cause of the reported issue could not be determined. Balloon rupture is an inherent risk of using this product. As stated in the IFU: avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation. Do not exceed the recommended maximum balloon liquid capacity (see specifications). We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements.

Event description:
It was reported that the pruitt f3 shunt internal balloon did not inflate during pretesting for a carotid endarterectomy procedure. The common blue balloon was ripped. It was not used on the patient. No injury was reported to the patient.